Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round spectrum 425cc saline catalog: 3501470 lot: 7481512 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor smooth round spectrum 425cc saline breast prostheses. Deflation of the left breast prosthesis was determined. As a result, the patient underwent bilateral removal and replacement with mentor smooth round spectrum 425cc saline breast prostheses on (B)(6) 2018.